Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of test data indicates impedance issues. Revision surgery under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away. The death was not device related. The recipient's device remains implanted. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.